Manufacturer narrative:
Date of event was updated based on additional information this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 12:15 pm CT. The report number is being corrected from: 2134265-2018-64531 to: 2134265-2018-64389.

Event description:
It was reported that the burr sheath distal part detached. A 1.25mm rotalink plus was selected for use. During the procedure, when removing the burr from the patient's body, it was noted that the catheter ruptured and the burr sheath slit in two parts at the distal portion. The device was not fully destroyed; however, saline was not distributed properly to the distal part of the burr. The procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a rotalink burr catheter. The handshake connection, sheath, coil and burr were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The sheath is torn/separated 22.8cm from the strain relief. The coil is stretched. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/23/2019 11:45 am CT. The report number is being corrected from: 2134265-2019-00283 to: 2134265-2018-64389.

Event description:
It was reported that the burr sheath distal part detached. A 1.25mm rotalink plus was selected for use. During the procedure, when removing the burr from the patient's body, it was noted that the catheter ruptured and the burr sheath slit in two parts at the distal portion. The device was not fully destroyed; however, saline was not distributed properly to the distal part of the burr. The procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the burr sheath distal part detached. A 1.25mm rotalink plus was selected for use. During the procedure, when removing the burr from the patient's body, it was noted that the catheter ruptured and the burr sheath slit in two parts at the distal portion. The device was not fully destroyed; however, saline was not distributed properly to the distal part of the burr. The procedure was completed with this device. There were no patient complications reported.